Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial tachycardia ablation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. However, during aspiration, bubbles were observed in the syringe. At the end of the pulse field ablation, the faradrive sheath was found to be slowly leaking from the proximal end where the catheter is inserted, allowing a significant amount of air into the sheath. No air was observed in the patient. The case was completed with the original sheath, and no patient complications occurred. The device is not expected to be returned due to disposal.